Manufacturer narrative:
Follow up information received on 26-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0804, awareness date 26-aug-2015). The consumer reported she had essure implanted in (B)(6) 2013, after her third child; she was already back to work from her maternity leave. She reported that several months past and she had the hsg test done in (B)(6)2014 which showed that her left tube was not occluded. She had another hsg in (B)(6) 2014, which again showed her left tube was not occluded. She had been getting depo provera the entire time and never had a period since essure was placed. She was having a lot of weight gain so in (B)(6) 2014 she decided to go off depo and switch to an oral contraceptive. She mentioned she had back pain for years but it was so much worse since having essure placed; and she had horrible joint pain that she had no clue was related to essure. Her gynecologist suggested that she had left tube removed but she was concerned and decided to maintain another form of birth control and wait. She reported asking the nurse the location of the devices and she assured her that it was in the tube but just wasn't occluded yet. In (B)(6) 2015, she still did not have a period, she took a pregnancy test in (B)(6) 2014 before being switched to oral contraceptive and she never missed a pill, she never thought about being pregnant until she started feeling a kick. On (B)(6) 2015, she took pregnancy test and immediately came back positive. She called her gynecologist and since she is a nurse and it was her 4th pregnancy she thought she was in her second trimester. The baby continued kicking all weekend and she was overjoyed. Then she started having some cramps and just not feeling well. An hour or so later, her water broke and she immediately started hemorrhaging everywhere; she thought she was having a miscarriage, but she was delivering a third trimester baby soon after. The baby's leg started to come out of her at her house, so she went straight to the emergency room. There she delivered a (B)(6) baby girl who was breech. The doctor in the emergency room called the first ob that he could. The neonatologist told her that she likely could have made it in the nicu (neonatal intensive care unit) if her placenta hadn't abrupted. Her ob arrived to the hospital and told her that enough of the coil was exposed that it caused the water to break and ruptured her placenta and caused her to have placental abruption, which is considered an obstetric emergency. The baby was born on (B)(6) 2015 with (B)(6); and she was laid to rest on (B)(6) 2015. The consumer was in intense counseling for ptsd and bereavement for the loss of her baby because of essure. When she went for a follow up with a different gynecologist and she to find out that the right coil was through her uterus and the left coil location was unknown. At time of the report she was waiting for CT scan result. She stated that now she has to have a hysterectomy in 2015. Follow-up from 07-sep-2015 and 09-sep-2015: no new information provided. Company causality comment: this spontaneous case report refers to a female nurse, who had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. Then, she started to bleed profusely. She went to emergency room and delivered a (B)(6) baby girl who was breech. According to her, essure was dislodged and was sticking out in her abdominal space; right coil was through her uterus and the left coil location was unknown (seen as device dislocation) and ruptured her placenta. These events are serious due to medical importance. Only pregnancy and device dislocation are listed in the reference safety information for essure. In this case, the confirmation test showed the essure did not properly form the scar tissue and the tube was still open. In addition, it was stated the devices were dislodged. Although, in this case, the tubal patency may have occurred as a result of device dislodgement, device failure cannot be totally excluded and therefore the pregnancy is assessed as related to essure use. Regarding rupture of placenta, it refers to bleeding at the decidual-placental interface that causes partial or total placental detachment prior to delivery of the fetus. This condition is a significant cause of maternal and perinatal morbidity, and perinatal mortality. Considering the gestational age at the time of the events and essure dislodgment into uterus; a mechanical interference between the suspect device and the developing pregnancy cannot be excluded. Since a serious complication of pregnancy related to device was reported, this case is regarded as incident. In this case, neither essure batch number nor complaint sample was available for further technical investigation. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received via regulatory authority (case# mw5043952) in (B)(6) 2015. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on 2013. According to the report, hysterosalpingogram was performed (unspecified date) and showed the essure did not properly form the scar tissue and her tube was still open. Consumer started taking depot shots. She had no clue she was pregnant, until a few days before, which was on a weekend, and was going to call the obstetrician on monday ((B)(6)2015). Sunday evening ((B)(6) 2015), she started bleeding profusely, went to the emergency room, and delivered a baby who was still born. As of sunday evening ((B)(6) 2015) she was very active, it was told that the essure was dislodged and was sticking out enough in her abdominal space that it ruptured her placenta, which led to fetal demise ((B)(4)). On (B)(6) 2015, product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). The bayer (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. Then, she started to bleed profusely. She went to emergency room and delivered a baby who was still born. According to her, essure was dislodged and was sticking out in her abdominal space (seen as device dislocation) and ruptured of placenta. These events are serious due to medical importance. Stillbirth and rupture of placenta are unlisted in the reference safety information for essure, while pregnancy and dislocation are listed. In this case, the confirmation test showed the essure did not properly form the scar tissue and the tube was still open. In addition, it was stated the devices should be dislodged. Although, in this case, the tubal patency may have occurred as a result of device dislodgement, device failure cannot be totally excluded and therefore the pregnancy is assessed as related to essure use. Regarding stillbirth, in the absence of fatal congenital anomalies, stillbirths are mainly due to maternal events leading to inadequate oxygen supply to the fetus. Thus a problem with the placenta is a viable cause for stillbirth. Based on these considerations, a contributory role of essure in this rupture of placenta and then in stillbirth cannot be excluded. Since a serious complication of pregnancy related to device was reported, this case is regarded as incident. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up information received on 27-sep-2015 received via social media ((B)(6)): no new information. Follow-up received on 09-jun-2016: it was reported that consumer with 6 children had essure device placed to prevent more pregnancies but later conceived a new baby. She alleged to have been harmed in the womb when her amniotic sac was pierced by the migrating essure device. Legal claim received on 01-jul-2016: the plaintiff was implanted on or about (B)(6) 2013. After being implanted with essure, she suffered from severe and permanent injuries. Follow-up received on 17-nov-2016: information received via legal claim states that plaintiff was implanted with essure on (B)(6) 2013. As a result of her implantation with essure she suffered injuries, including: hysterectomy, perforation of organs, and autoimmune disorders. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: a female nurse had essure (fallopian tube occlusion insert) inserted and became pregnant two years later. Then, she started to bleed profusely. She went to emergency room and delivered a (B)(6) baby girl who was breech. According to her, essure was dislodged and was sticking out in her abdominal space; right coil was through her uterus and the left coil location was unknown / perforation of organs (seen as device dislocation and uterine perforation respectively) and ruptured her placenta. A hysterectomy was performed and essure was removed. A legal claim was received upon follow up. Only pregnancy, device dislocation and uterine perforation are anticipated in the reference safety information for essure. In this case, the confirmation test showed the essure did not properly form the scar tissue and the tube was still open. In addition, it was stated the devices were dislodged. Although, in this case, the tubal patency may have occurred as a result of device dislodgement, device failure cannot be totally excluded and therefore the pregnancy is assessed as related to essure use. Regarding rupture of placenta, it refers to bleeding at the decidual-placental interface that causes partial or total placental detachment prior to delivery of the fetus. This condition is a significant cause of maternal and perinatal morbidity, and perinatal mortality. Considering the gestational age at the time of the events and essure dislodgment into uterus; a mechanical interference between essure and the developing pregnancy cannot be excluded. As a serious complication of pregnancy related to device was reported and device removal was required, this case is regarded as incident. In this case, neither essure batch number nor complaint sample was available for further technical investigation. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: b27985 manufacturing date: 2013/04 expiration date: 2016/04. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 27-mar-2017: updated quality safety evaluation of ptc received. Company causality comment: a female consumer got pregnant one year after essure (fallopian tube occlusion insert) insertion. She alleged her amniotic sac was pierced by the essure device. A spontaneous rupture of membranes and rupture of placenta were mentioned. She delivered a (B)(6) gestation baby who was breech; no pulsations of the prolapsed umbilical cord nor signs of life at birth/stillborn. Left fallopian tube perforation and uterine perforation were also reported. Hysterectomy was performed and essure removed. Only the left fallopian tube perforation was described in the pathology report. These events are unanticipated in the reference safety information for essure, except for uterine/ fallopian tube perforation and pregnancy (anticipated). In this case, consumer had funneling at the left fallopian tube ostium and scarring on the right sided intracavity. The insertion was difficult which could have contributed to the uterine/ tubal perforation. Two hysterosalpingograms subsequently showed left tubal patency, and as alternative contraception she used depo provera injections being later switched to oral contraceptives; she reported never missing a pill. Therefore the pregnancy can be regarded as a failure also of the alternative contraceptive method. Several maternal and gestational factors may be associated with premature rupture of membranes; this condition in turn, may be associated with abruption placentae and umbilical cord prolapse. No alternative explanation was provided. In this present case, a possible mechanical interference cannot be ruled out. Therefore, this case was regarded as incident due to the serious injuries reported, and since device removal was required. According to the updated technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.